Manufacturer narrative:
It was later confirmed by the customer that they will not return their device to physio-control for repair.  The customer further advised that they have removed the device from service. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would intermittently not boot-up past the initial self-test screen. Is a result, defibrillation therapy may not be available. &#1288;ere was no patient use associated with the reported event.